Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported he woke up to use the restroom on (B)(6) 2010, at 11:30 pm, and based on the way, he was feeling thought he should take a small bolus of 1/2 unit. Pt stated when he tried to take the bolus, the infusion device started to beep and then he realized that he was feeling low. Pt reported he woke his wife for assistance. Pt stated his wife retrieved a glass of juice for him due to his immobilization due to the low blood sugar. Pt reported he did not attempt to check his blood sugar but based on his symptoms thinks it was in the 60's. Pt stated after drinking the juice, he began to feel better but the infusion device continued to alarm. Pt reported they tried numerous things to fix the infusion device but it did not correct the issue. Pt stated an e4 (occlusion) error alert occurred numerous times, an electronic error and an a8 (bolus cancelled) alert occurred on the infusion device. Pt reported on (B)(6) 2010, he changed his insulin cartridge, infusion tubing and infusion site. Pt stated he filled 3 insulin cartridges at room temperature at this time and normally has his wife check the cartridges for air bubbles but she was not available. Pt is blind. Pt reported when he put the first cartridge in, the insulin overflowed; infusion device was upside down and the insulin ran out onto the table. Pt stated he immediately removed the cartridge and used a new cartridge, attached the infusion adapter and the tubing to the cartridge then he inserted the cartridge. Pt stated he did not know that he was suppose to be changing the adapter and has never changed the blue adapter and he stated it could be a few years old. Pt reported he has also not changed the battery cover. Educated pt on the proper usage of the cartridge and the battery cover. Assisted pt's wife in removing the cartridge, removing the old adapter and installing a new adapter. Pt's wife reported a large air bubble in the insulin cartridge while going through the change the cartridge process; was able to prime out the air bubble and then pt reconnected to his infusion site and is back on pump therapy. Educated pt on the error and alarm messages and the meanings. Educated pt on installing and removing the infusion tubing and infusion adapter on the cartridges. Requested return of the alleged infusion adapter for eval.